Manufacturer narrative:
No additional information has been received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and returned the system to use in good working order.